Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/1.5/072 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2022 as a replacement lens to correct low vault but it did not resolve the problem, the reporter stated "the vault is too low". Per updated information the lens remains implanted, the reporter stated " patient is currently doing well. The surgeon decided to continue follow-up." If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2022-02321 for initial lens implant.

Manufacturer narrative:
(B)(4). Claim# (B)(4).